Event description:
It was reported that when the patient connected to the monitor, no data appeared and log files were unable to be downloaded. No alarms were noted. The system controller was exchanged per recommendation from tech services. The site was able to connect after the exchange, and the issue resolved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no data appearing on the system monitor and inability to download log files was not confirmed. There were no photos or log file submitted for review. The system controller, (B)(6), was not returned for analysis. The white power cable of the controller is responsible for transmission and receiving data; any damage to these wires can result in communication issues. Additional information provided stated that after the controller was exchanged, the communication issue resolved. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot all alarms on the system controller. Heartmate 3 instructions for use (rev. D) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.